Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient experienced a class 1 mobility on teeth # 22, 25, 26 and class 2/3 mobility was detected on teeth # 23, 24. Full mouth periodontal charting was completed with localized 4 mm pockets at 23/26. An intra oral scan showed heavy initial contact on anterior teeth. Dentist advise treatment options and that patient use another clear aligner system.